Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned receiver did not confirm permanent out of range signal. A transmitter (sn (B)(4), mnf date: 05/15/2013) was also returned for evaluation and there was no issue detected.